Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump received with loud motor noise during rewind due to faulty motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to rewind the insulin pump. The customer had high blood glucose of 177 mg/dl. The customer reported that they were treated with the manual injection, due to infusion blocked. They had performed the self test and the test was passed. The customer was assisted on rewind without reservoir twice and everything goes correct, but she put the insulin pump close to the phone and can hear a noisy sound, which was the one the customer talked about. The insulin pump need to be replaced. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.